Manufacturer narrative:
The evaluation revealed the sliding core to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The sliding core was documented as faultless prior to distribution. The sliding core was delivered to an external lab for decontamination, visualization and storage. The provided pictures show that the sliding core is intact; only small deformations were visible but no damages. The event description includes that the sliding core was exchanged due to wear. The small deformations are most likely the result of normal wear over a longer implantation period combined with damages during explantation. Wear of the sliding core can have several causes like postoperative loads due to high level of activity, obesity, joint instabilities, mal-alignment of the metal components, etc. The IFU addresses all these potential root causes as contraindications and adverse effects. Based on the DHR review a manufacturer related issue can be excluded, the case is attributed to normal wear of the sliding core material. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Star mobile bearing component was revised due to poly wear.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Star mobile bearing component was revised due to poly wear.